Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx drug eluting stent (des) to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during advancing the device. It was reported that the stent dislodgement in vivo occurred. The stent was not removed from the patient. The stent was implanted. No patient injury was reported.

Manufacturer narrative:
Additional information: an attempt was made to use one resolute onyx drug eluting stent (des) to treat a tortuous lesion with 80% stenosis and proximal circumflex artery (lcx) calcification in the anomalous lcx originating from the right coronary artery (rca). Resistance was not noted advancing the device. Stent dislodgement occurred when attempting to deliver the stent to the lesion. Attempts were made to remove the dislodged stent from the patient with balloon dilatation. The device secured in the patient by post dilatation of a balloon to the stent. No intervention was required as a result of the event. The patient was sent for coronary artery bypass graft (CABG). No further patient injury was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: images confirm the successful deployment of a stent in the proximal natural lcx lesion. Images confirm that the proximal to mid rca has a jacket of stents that are patent. The anomalous lcx arising from the rca appears to have stenotic lesions from the ostium to the mid vessel. The angulation into the vessel is severe. The vessel was pre-dilated followed by the successful deployment of a stent in the mid vessel. This was followed by the attempted delivery of a more proximal stent. This stent dislodged in the vessel. The mechanism of dislodgement was not captured or provided on the imaging. The images suggest that the dislodged stent is deformed and the distal end of the stent appears to be caught inside the proximal end of the newly deployed mid vessel stent. The possibility exists that the attempted positioning of the proximal stent resulted in the stent that was being delivered catching on the stent wire of the newly previously deployed mid vessel stent. Multiple balloon inflation were completed in attempts to retrieve the stent. But the final images show that the dislodged stent was crushed in the vessel where it dislodged. Annex a <(>&<)> d codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.